Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event details, the filter had extensive thrombus. This could have caused the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eight months post vena cava filter deployment, during an unsuccessful retrieval attempt the filter was discovered to have extensive thrombus. Approximately five years eleven months post filter deployment the tip of the embedded filter was successfully retrieved. The status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately eight months post vena cava filter deployment, during an unsuccessful retrieval attempt the filter was discovered to have extensive thrombus. Approximately five years eleven months post filter deployment the tip of the embedded filter was successfully retrieved. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to retrieved. Diagnostic venogram demonstrated occlusion of ivc proximal to the filter, evidence of some filling defects in filter. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eight months post filter deployment, patient had an unsuccessful filter removal attempt. Subsequently, during another attempt in the next day, venogram demonstrated occlusion of ivc proximal to the filter, evidence of some filling defects in filter, decision was made to leave the filter in place. CT examination of the abdomen and pelvis indicated patent inferior vena cava with severe stenosis in region of infrarenal ivc filter. Eventually, the filter was successfully retrieved using forceps and sheath. Therefore, the investigation is confirmed for occlusion of the ivc and retrieval difficulties. Based on the medical records, the filter had extensive thrombus and the ivc was occluded proximal to the filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight months post vena cava filter deployment, during an unsuccessful retrieval attempt the filter was discovered to have extensive thrombus. Approximately five years and eleven months, the tip of the embedded filter was successfully retrieved. Diagnostic venogram demonstrated occlusion of inferior vena cava proximal to the filter and evidence of some filling defects in filter. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months post deployment, the bard eclipse filter was attempted for removal. An inferior vena cavogram was performed which revealed extensive thrombus within the infrarenal inferior vena cava and thrombus in the infrarenal filter. A decision was made not to attempt removal of the inferior vena cava filter. Around five months later, the progress notes mentioned that the patient went for inferior vena cava filter retrieval because of inferior vena cava stenosis, but there was too much clot in the filter for it to be removed. Around four years and nine months later, a computed tomographic venogram of abdomen and pelvis showed severe stenosis in the region of the infrarenal inferior vena cava filter within narrowest region measured 1.0 cm. Around one month later, through the common femoral vein approach the bard eclipse inferior vena cava filter was removed. A vena cavogram demonstrated a posterior inferiorly located contrast extravasation and inferior vena cava severe stenosis. Post removal, a small focus of rupture was noted along the right cava/common iliac vein confluence at the area of embedded filter. Therefore, the investigation is confirmed for occlusion of the ivc and retrieval difficulties. Based on the medical records, the filter had extensive thrombus and the ivc was occluded proximal to the filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 08/2013). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.